Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that burnt prongs were observed on the transmitter's adapter power cord. A replacement transmitter was sent to the patient. There were no patient consequences.

Manufacturer narrative:
The field complaint that the transmitter had no lights on was verified. During analysis, the visual inspection revealed that one of the power adapter printed circuit board (pcba) contact strips was broken, but no signs of burning was present. A broken pcba contact strip will prevent the transmitter from powering on. Physical damage is the cause of the complaint.